Event description:
Elderly female pt (no age) admitted to itu 45 days ago (no date) following repair of duodenal ulcer. Pt went into respiratory and renal failure - is currently intubated and passing 2000 mls fecal fluid daily-no infecting organism has been isolated so far. Flexiseal fms has been in situ for at least 30 days effectively managing the fecal incontinence. The pt developed pr bleeding recently (no date) ranging from spotting to frank blood - hemoglobin low (no exact figures). Upon investigation by con surg, an erosion was discovered just inside the rectum where the fms balloon sits.

Manufacturer narrative:
Case describes flexi-seal fms in place for at least 30 days which is off-label use. Product labeling contraindications state that the product is not intended for use for more than 29 consecutive days.